Event description:
It was reported that a user experienced hypoglycemia with a lowest blood glucose of 50 mg/dl while using the ilet system; the user treated with oral glucose, performed a confirmatory fingerstick, and subsequently received correction boluses from the pump after a prior post-meal hyperglycemia, with glucose returning to range. Symptoms included anxiety. Outcomes included recovery with self-treatment and no need for medical intervention or hospitalization. .

Manufacturer narrative:
Investigation included review of user-reported event details and product use history. Investigation of this case revealed no device malfunction and a likely physiological or use-related excursion associated with prior hyperglycemia and meal announcement timing. It was concluded that the event was consistent with hypoglycemia of unclear cause without evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.